Event description:
Litigation alleges that the patient suffers from intense pain, elevated levels of chromium and cobalt levels, dizziness, difficulty ambulating. It is also alleged that during surgery, a pseudotumor and metal debris were discovered. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, pseudotumor, and loose cup. Records are available for further review. Update rec'd (B)(6) 2014 - medical records received. After review of the primary operative note/sticker sheet there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from intense pain, elevated levels of chromium and cobalt levels, dizziness, difficulty ambulating. It is also alleged that during surgery, a pseudotumor and metal debris were discovered. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, pseudotumor, and loose cup. Records are available for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.